Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Attempts to date have been unsuccessful. If the device is returned or additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic pericardial valve was explanted due to unknown reasons after an implant duration of eight (8) years, nine (9) months, twenty-three (23) days. It is believed that the 23mm aortic valve was replaced with a non-edwards valve. No further information was provided.

Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets, wireform distortion around leaflet 3, and commissures 2 and 3 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Leaflet 2 had a 4 mm tear near commissure 3, of which 2mm was non-transmural. Leaflet 3 had two tears of approximately 3mm near commissure 3, and 3mm tear near the free margin. Calcification was evident near the tears. In addition, leaflet 2 had a cut of approximately 9mm x 3mm in the cusp region, and leaflet 1 had a cut of approximately 7mm x 5mm by commissure 2. Both cuts had smooth edges. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring had been cut around the valve circumference and exposed the wireform at the inflow aspect. The wireform was also exposed on commissure 3. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer report of calcification was confirmed. Based on the results of the device evaluation and information received calcification and host tissue restricted leaflet mobility and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, may have contributed to this event but the cause is indeterminable.

Event description:
Edwards learned edwards that a 23mm aortic pericardial valve was explanted due to severe aortic stenosis after an implant duration of eight (8) years, nine (9) months, twenty-three (23) days. Echographic images showed the aortic valve had restricted leaflet movement. Through follow up with the healthcare provider it was learned the patient had extensive pericardial adhesions and so the right atrium had to be repaired several times. The 23mm valve was noted as being well seated and adhered within the root of the aorta. Visualization of the valve revealed calcified and hardened leaflets. After excising the 23mm valve a slight atrioventricular dissociation was identified and was then repaired. The 23mm aortic valve was replaced with a 21mm aortic valve. The patient was transferred to the intensive care unit (ICU) in critical but relatively stable condition. The patient tolerated the procedure well.